Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior and after the date of treatment. Log files review for the day of treatment shows no abnormalities that could have contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported; a patient with severe dryness and complaints of poor vision of the right eye two weeks post prk over lasik enhancement; the topical steroids were increased. Upon additional follow up, it was reported that the patient experienced a myopic shift after their original lasik treatment requiring the enhancement procedure. The dryness and blurred vision resolved by four months post enhancement. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.